Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd precisionglide¿ needle experienced a case of needle breakage and 2 cases of device damage/deformation while still considered operable. The following information was provided by the initial reporter: material no: 305111 batch, no: unknown. Caller reported needle 1 needle broke/bent and 2 needles would not push insulin through. Number of occurrences - 3. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Product with issue - bd 26 g, 1/2"" needle, pn 305111. Product lot # - unavailable. Did issue cause any injury? - no. Did customer require medical intervention? - no.